Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control downloaded the electronic records from the device and observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to zero (0). Through analysis of the electronic records, physio-control observed that the device's on/off button had been pressed repeatedly while the lid was closed, causing the device to accumulate a total of 2.08 hours of "on-time" in its memory which depleted the internal hlc batteries. The observed on-time accumulation was likely the result of an object having been placed on top of the device, which repeatedly pressed the on/off button (most likely during storage). The device would charge and shock during testing. Based on the information available it's reasonable to conclude that the cause of the reported issue was use error due to a failure to properly maintain/store the device.